Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized due to an elevated blood glucose (bg) level of 860 mg/dl; with high ketones; due to continuous glucose monitor (cgm) values not populating. Reportedly, customer attempted to self-treat via manual dose injection, however; was treated intravenously with fluids of insulin and saline. Customer was released with issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.